Manufacturer narrative:
(B)(4). The customer reported a death occurred while a pt was monitored by a philips device. The baby was delivered with apgar 0 and died shortly after. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a death occurred while a pt was monitored by a philips device.